Event description:
It was reported that the patient presented in-clinic for a scheduled procedure as previously upon interrogation it was noted that the right-atrial (ra) lead had noise, the right-ventricular (rv) lead exhibited high capture threshold, and the pacemaker exhibited high capture threshold and noise. It was also noted during procedure that the ra lead also exhibited insulation damage. As a resolution the ra and rv leads were capped and replaced on (B)(6) 2025, and the pacemaker was explanted and replaced too. The patient condition was stable.

Manufacturer narrative:
The reported event of artifact noise and capture issue was not confirmed. The device was received with normal outputs and normal leads impedance. The device image data indicates the occurrence of noise episodes in the field but could not be reproduced during analysis. Electrical and mechanical tests performed found no anomalies. Longevity assessment found the device was operating at normal voltage level, with appropriate remaining longevity.